Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 18-may-2024, it was reported that the four infusion set leaking was insertion at site and infusion set is long for 16 hours. The blood glucose level was 172 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR device 2 of 4.